Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver compounded baclofen 800mcg/ml at a dose of 20mcg. It was reported that the patient experienced a loss of therapy and withdrawal symptoms. X-ray showed that the catheter tip had not moved. Catheter access port (cap) aspiration was attempted in the clinic and was unsuccessful. The distal catheter was replaced on (B)(6) 2026. The issue was resolved. Environmental, external, or patient factors that may have led or contributed to the issue were not applicable.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2026 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 17-dec-2020, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.